Event description:
It was reported that the charging pad cord intermittently failed to charge the ilet unless held in a specific position, and the charging indicator blinked twice when power was cycled, consistent with a suspected connection or cable fault in the charging pad assembly. Symptoms included no clinical effects. Outcomes included no impact on health. Investigation included technical support troubleshooting and a review of device function based on user report. Investigation of this case revealed a suspected intermittent electrical connection in the external power/charging accessory. It was concluded that the charging pad likely malfunctioned, and a replacement was provided.